Event description:
A talent stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported the delivery system of the bifurcated device buckled during percutaneous access (see MFR #2953200-2008-00464). Cut down was performed in order to insert the device. The delivery system was advanced to the intend positon and the stent graft was partially deployed until the gate opened and the gate was cannulated with a wire. Attempt to insert the contralateral limb percutaneously was unsuccessful. Insertion was attempted via an 18fr introducer sheath but, the device would not go through the sheath. A 22fr sheath was used and the device was able to go through; however, it was not possible to cannulate the gate with the delivery system. The physician then pushed very hard and buckled/smashed the gate (see MFR #2953200-2008-00465). As a result, the bifurcated stent graft was pushed up above the renal arteries. The delivery system was removed and another MFR's balloon was used to balloon the gate. A wire was brought up and over the bifurcation and the bifurcated stent graft was pulled down to uncover the renal arteries after which it was possible to cannulate the gate and deploy the contralateral limb. A talent extension iliac limb was implanted. A final angiogram showed there was a proximal type 1 endoleak and a type 3 endoleak between the contralateral limb and iliac extension. Aggressive ballooning with a reliant balloon was performed and the type 3 endoleak diminished, but did not completely resolve. Then a palmaz stent was implanted and aggressively ballooned to resolve the proximal type 1 endoleak. The type 1 endoleak diminished but it did not completely resolve. The right renal artery had been occluded by the palmaz stent. The ipsilateral side was extended with 2 additional talent stent grafts. No additional clinical sequelae were reported and the pt will be followed in 30 days.

Manufacturer narrative:
Lack of information (aneurysm and vessel morphology were not reported, no films or operative report was provided). Patient code: other (required secondary intervention).